Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported event deflation was received on april 23, 2025. With lot number 1180123. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as an unidentified (tear) opening. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted.